Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no: 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity and anemia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (other) - describe: uti"), rash ("rashes or skin condition type: rash"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, dyspareunia and nausea was resolving and the urinary tract infection, constipation, alopecia and vision blurred outcome was unknown. The reporter considered alopecia, constipation, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the left ostium was visualized and the essure had deployed, 4 coils were seen at the end of the placement. The essure was deployed and 4 coils were seen at the end of the deployment of the essure. Both coils were visualized and noted to be in a correct place. Lot number: 936683, manufacturing date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity and anemia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (other) - describe: uti"), rash ("rashes or skin condition type: rash"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, dyspareunia and nausea was resolving and the urinary tract infection, constipation, alopecia and vision blurred outcome was unknown. The reporter considered alopecia, constipation, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the left ostium was visualized and the essure had deployed, 4 coils were seen at the end of the placement. The essure was deployed and 4 coils were seen at the end of the deployment of the essure. Both coils were visualized and noted to be in a correct place. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (other) - describe: uti, rashes or skin condition type: rash, migraines / headaches, dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: constipation, hair loss, nausea, pelvic pain, nausea, vision/eye problems type: blurry vision, did not undergo confirmation test. Medical history, reporter information, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.